Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis revealed that on 03-nov-2025 at 11:00 am, the sensor glucose (sg) value was 150 mg/dl and no bg value was entered into the system. The patient did not receive any high glucose alert at the time of event because the sg value never went above the alert threshold.the analysis further indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation.testing on the returned sensor showed signs of chemical degradation. However, a review of the in vivo sensor data did not demonstrate the corresponding behavior, making it unlikely that the degradation contributed to the reported inaccuracies. The observed degradation most likely occurred post-explant due to external factors such as improper storage conditions between explant and receipt at senseonics and is not considered representative of the sensor's in vivo performance.a further review of the in-vivo sensor data revealed patterns consistent with instances where the estimated values may have been entered as calibrations rather than true bg meter measurements. Entry of values other than true bg measurements can disrupt the calibration process and lead to significant deviations in the sensor readings. This most likely contributed to the observed inaccuracies. The user was provided with a replacement sensor as part of the resolution. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Event description:
Senseonics was made aware of an incident where the patient experienced a hyperglycemia event on (B)(6) 2025 at 11:00am due to possible sensor inaccuracies. The sensor glucose (sg) reading was 150 mg/dl where as blood glucose (bg) value measured was 660 mg/dl. The patient complained that eversense e3 cgm system did not provide high glucose alerts. The patient self resolved the event by administering insulin and by drinking around 2 liters of water. No medical assistance was required.

Manufacturer narrative:
The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior. The manufacturer is currently awaiting for sensor to be returned to perform further investigation. The results will be provided in the supplemental report.